Manufacturer narrative:
Requests have been made for return of product.

Event description:
The second ardis implant also broke. Add'l info rec'd from the sales rep on (B) (6) 2010: on (B) (6) 2010, a (B) (6) female pt underwent a primary mis surgery for fusion at l5-s1. There were no implants in the disc space when the implant was inserted. The first ardis implant had broken creating a dural tear. The surgeon removed all pieces of the first implant then prepared the second implant to use in the disc space. The surgeon again had the ardis implant on the inserter correctly and this implant broke also while being tapped into the disc space. It appeared that the second implant may have been binding across the posterior bone, when it broke. The surgeon removed all pieces from this broken implant and left the disc space empty. After the second implant broke, the surgeon then repaired the dural tear with sutures and sealant. The surgical delay for the repair of the dura was 45 minutes.